Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm while attempting to bolus. Customer stated that it was raining and he wears the insulin pump on its side. Customer's blood glucose reading at the time of the call was 247 mg/dl. No further information reported.